Event description:
It was reported that an alert for high lead impedance was observed. The physician suspects that the df-1 pin may not be in the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.